Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within range on the day of the event. The customer is using plastic sample tubes which are not recommended tube types for the instrument. Siemens is investigating the issue.

Event description:
Discordant, falsely depressed urine enzymatic creatinine (ecrea) results were obtained on one patient sample on dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument (serial number (B)(4)) , resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ecrea results.

Manufacturer narrative:
The initial MDR 2517506-2016-00504 was filed on december 8, 2016. Additional information (1/26/2017): a siemens headquarters support center (hsc) specialist reviewed the instrument data related to this event, which indicated that there were no reagent delivery or foaming issues. Quality controls were within range. The cause of the discordant, falsely depressed ecrea results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.